Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 approximately between 5:30-6pm. The patient reported blood glucose results of "260 mg/dl" with the subject meter and "192 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated he manages his diabetes with insulin (self adjuster). In response to the alleged issue, the patient indicated that at approximately 5:30pm he increased his humalog insulin from 12 units to 17 units. Within two hours after the alleged issue occurred, the patient claimed he developed symptoms of shaking, sweating, dizziness, and fatigue. The patient denied receiving any medical intervention after the alleged issue began. At the time of troubleshooting, the csr verified that the patient followed the correct blood glucose testing procedure (per owner's booklet); however, the csr noted that the patient was using expired test strips at the time of the alleged issue. The csr also verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.